Event description:
During intubation none of the laryngoscope handles in the three miller packs worked. No light connected to two packs. Materials management notified. Reference report: mw5151095, mw5151096.